Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer was hospitalized on (B)(6) 2018 due to high blood glucose. The customer's blood glucose during the incident was over 600 mg/dl. The customer ate a lot of mints and did not correct enough. The customer fell asleep and could not be woken up. The customer¿s current blood glucose level was 198 mg/dl. The insulin pump will not be returned for analysis.